Event description:
Additional information was received on 30-mar-2026: during the preoperative appointment, the patient reported a slight improvement in symptoms. On (B)(6) 2026, the scheduled surgery was delayed and rescheduled for (B)(6) 2026. The patient will continue to be followed, and additional updates will be provided as information becomes available.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-feb-2026, a clindex notification was received via email indicating that information had been obtained from a clinical study (shoulder arthroplasty registry, iirr 00608). According to the report, at approximately six and a half months postoperatively, the subject presented to clinic with persistent pain and stiffness. Conservative treatment measures¿including ice, physical therapy, over the counter pain relievers, and an injection¿were attempted; however, the patient¿s pain continued. Radiographs were reported as normal. Based on the clinical evaluation, postoperative debridement was determined to be the most appropriate treatment plan. Revision surgery has been scheduled for (B)(6) 2026. Additional information was received on 16-mar-2026: the hcp reported that the subject first began experiencing postoperative pain and stiffness on (B)(6) 2025. The event continues to be assessed as unrelated to the univers revers apex device implanted on (B)(6) 2025. The subject remains scheduled for debridement on (B)(6) 2026. The surgeon did not note any suspicion of implant loosening, malposition, instability, or mechanical restriction. Radiographic review indicated that the implant appeared stable. No intraoperative complications occurred during the index procedure, and the patient followed the prescribed postoperative rehabilitation protocol as directed.